Event description:
A complaint was received regarding a spinning spiros closed male luer, purple cap that experienced no flow upon medication draw. The methotrexate syringe reportedly could not be pushed or administered by the patient due to a stuck plunger on the device. This occurred during preparation for administration. The customer advised that the patient was going to try again later that night. This patient has been using the methotrexate syringe from baxter for 8 years and this is the first issue they have encountered. The patient mentioned that they had to fiddle around with the needle a little bit to get it to sit on the syringe. It was confirmed that product packaging came in good condition as per usual. There was no medical intervention was required and no injury was reported to be associated with the event. There were 4 units associated with this reported complaint.

Manufacturer narrative:
Investigation summary: one (1) photo was shared by customer, where 3 syringes with medicine are connected with a spiros. However, no visible damage or anomalies are observed shown on the photos. Complaint of unable to push the methotrexate through the syringe as the plunger was stuck, cannot be confirmed based on the photo shared by customer. Without the return of the affected item for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.